Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney cancer in 1997, nephrectomy, edema, anaemia, weight gain, gastroesophageal reflux disease, renal cancer, depression, fatigue, drowsiness, heavy periods, seasonal allergy, heavy periods, menorrhagia, dysmenorrhea, uterine fibroids, metrorrhagia, pelvic pain female, dyspareunia, hot flashes, weakness, tiredness, excess sweating, bloating, belching, abdominal pain, joint swelling, joint stiffness, hernia, renal cell carcinoma, restless leg syndrome, obesity and leukorrhea. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression,"). In 2008, the patient experienced anaemia ("blood or heart disorder /condition: anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), the first episode of vaginal haemorrhage ("vaginal discharge / bloody"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder /urinary tract/vaginal) : yeast infection"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), uterine pain ("uterine pain"), adnexa uteri pain ("follopian pain") and the second episode of vaginal haemorrhage ("vaginal discharge bloody"). The patient was treated with surgery (hysterectomy laparoscopic assisted vaginal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, fatigue, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, weight increased, uterine pain and the last episode of vaginal haemorrhage outcome was unknown and the anaemia, dysmenorrhoea, dyspareunia and depression was resolving. The reporter considered adnexa uteri pain, anaemia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vulvovaginal mycotic infection, weight increased, the first episode of vaginal haemorrhage, vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure (ess205). The reporter commented: right-essure device was deployed and 8 coils remained exposed in the cavity,left-10 coils remained in the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (g/dl) - on an unknown date: 11.8. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Red cell distribution width (%) - on an unknown date: 11. Serum ferritin (10 - 291 ng/ml) - on an unknown date: 11; on an unknown date: 19; on an unknown date: 50; on an unknown date: 22; on an unknown date: 34. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received: new events- vaginal discharge bloody, migration of essure device location of device: uterus were added. Incident no lot number or device sample was received in this case. At this time, we have no informno lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.ation suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney cancer in 1997, nephrectomy, edema, anaemia, weight gain, gastroesophageal reflux disease, renal cancer, depression, fatigue, drowsiness, heavy periods, seasonal allergy, heavy periods, menorrhagia, dysmenorrhea, uterine fibroids, metrorrhagia, pelvic pain female, dyspareunia, hot flashes, weakness, tiredness, excess sweating, bloating, belching, abdominal pain, joint swelling, joint stiffness, hernia, renal cell carcinoma, restless leg syndrome, obesity and leukorrhea. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression,"). In 2008, the patient experienced anaemia ("blood or heart disorder /condition: anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), bloody vaginal discharge ("vaginal discharge / bloody"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder /urinary tract/vaginal) : yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain") and adnexa uteri pain ("follopian pain"). The patient was treated with surgery (hysterectomy laparoscopic assisted vaginal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vulvovaginal mycotic infection, bloody vaginal discharge, vaginal haemorrhage, menorrhagia, weight increased and uterine pain outcome was unknown and the anaemia, dysmenorrhoea, dyspareunia and depression was resolving. The reporter considered adnexa uteri pain, anaemia, bloody vaginal discharge, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vulvovaginal mycotic infection, weight increased and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right-essure device was deployed and 8 coils remained exposed in the cavity,left-10 coils remained in the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (g/dl) - on an unknown date: 11.8. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Red cell distribution width (%) - on an unknown date: 11. Serum ferritin (10 - 291 ng/ml) - on an unknown date: 11; on an unknown date: 19; on an unknown date: 50; on an unknown date: 22; on an unknown date: 34. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: abnormal bleeding (general), blood or heart disorder /condition: anemia, dysmenorrhea, dyspareunia, fatigue, infection (bladder /urinary tract/vaginal) : yeast infection, pain, psychological /psychiatric problems: depression, vaginal discharge, abnormal bleeding vaginal, menorrhagia, weight gain, uterine pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no informno lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.ation suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had hysterectomy laparoscopic assisted vaginal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included kidney cancer in (B)(6) 1997, nephrectomy, edema, anaemia, weight gain, gastroesophageal reflux disease, renal cancer, depression, fatigue, drowsiness, heavy periods, seasonal allergy, heavy periods, menorrhagia, dysmenorrhea, uterine fibroids, metrorrhagia, pelvic pain female, dyspareunia, hot flashes, weakness, tiredness, excess sweating, bloating, belching, abdominal pain, joint swelling, joint stiffness, hernia, renal cell carcinoma, restless leg syndrome, obesity and leukorrhea. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy laparoscopic assisted vaginal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: right-essure device was deployed and 8 coils remained exposed in the cavity, left-10 coils remained in the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (g/dl) - on an unknown date: 11.8. Red cell distribution width (%) - on an unknown date: 11. Serum ferritin (10 - 291 ng/ml) - on an unknown date: 11; on an unknown date: 19; on an unknown date: 50; on an unknown date: 22; on an unknown date: 34. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: data were added. On (B)(6) 2009, she explanted essure. Added event she had hysterectomy laparoscopic assisted vaginal. Event injury was deleted and case becomes valid. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.